Manufacturer narrative:
The patient¿s age was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 9 years. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2008. It was reported that after approximately 9 years of support, a driveline fault alarm occurred. The alarm was reset via the system monitor, and the system controller was exchanged. The patient was asymptomatic. It was reported that the driveline had several rescue tape repairs and that the portion external to the patient was in poor condition. The driveline fault alarm reoccurred on (B)(6) 2017. It was reported that a driveline repair was not possible for unspecified reasons. The patient was not symptomatic. The patient subsequently underwent a pump exchange on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the percutaneous lead (driveline) cut approximately 1inch from the pump housing. A segment of the driveline measuring approximately 26 inches was also returned. Evaluation of the driveline revealed that the brown wire was fractured adjacent to the nipple of the pump housing. Visual inspection of the underlying wires also revealed a partially fractured black wire adjacent to the nipple of the pump housing, exposing the wire¿s inner conductors. The observed wire damage appeared consistent with fatigue failure due to repetitive flexing. The pump operates on a three phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system controller compared the current in the brown wire, to its redundant motor phase wire, the fractured inner conductors would have resulted in the reported driveline fault alarms. Review of the submitted log files confirmed multiple driveline fault and corresponding yellow wrench alarms. The data captured in the log files was consistent with the evaluation of the returned external portion of the driveline. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The patient remains ongoing on lvad support with the replacement device. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.